Event description:
During implant procedure the right atrial (ra) lead was dislodged. The ra lead was visually examined and was displaying helix rotation issues. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.